Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is coming during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash wound drainage, or any other unusual symptoms.

Event description:
A 6f angio-seal vip was deployed in the right femoral arteriotomy on (B)(6) 2011. The pre-deployment angiogram confirmed the artery was clean and free of disease around the puncture site. The angio-seal was deployed without any issues and the pt was released as normal. The pt returned to the hospital on (B)(6) 2012, complaining of pain in the foot. An issue with the graft was suspected, however, no issues were found so the pt was sent home. On (B)(6) 2012, pain was still present so a doppler ultrasound was performed. The doppler results showed a clear obstruction of the common femoral artery. Surgery was performed. The surgeon did not notice any signs of the angio-seal, but there was a fresh blood clot present at the puncture site. The pt has recovered.